Manufacturer narrative:
No sample has been returned for evaluation for the report of split tissue after implantation; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. A sample was not returned and no lot information is available, therefore, the root cause for the customer complaint issue cannot be determined. The information provided is insufficient to adequately evaluate the case. There is no report of device failure, and the micro-stent is designed to be implanted into a cyclodialysis cleft, which involves splitting of tissue. Steps for implantation of the device, and risks associated with device placement are clearly stated in product labeling. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the device was not returned for evaluation. No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. Based on the preliminary investigation findings, there has been no change in criticality for this complaint. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported a glaucoma micro-filtration device that split tissue after implantation and was removed with no harm to the patient. Additional information was requested.